Event description:
During implant, the left ventricular lead was noted to have an insulation issue. The lead was replaced to resolve the issue and there were no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found multiple cuts in the insulation and a bent inner coil, which was consistent with damages occurring at the time of the implant procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.